Event description:
It was reported that they are having a problem with their controller. Patient stated they have a hard time 'making it connect' and are seeing settings not available cannot provide your desired intensity settings since maybe a little over a week ago. The patient (pt) confirmed controller and the implantable neurostimulator (ins) both charge to 100%. Agent reviewed pt can try other groups. Agent reviewed information and redirected patient to their healthcare provider to further address settings not available. The patient then called back and stated that the issue getting the controller to connect was still prevalent. Pt stated that they would press on the lock button icon but it would not advance past that screen. Pt stated they would need to make multiple attempts for it work. During the call agent walked pt through resetting the controller, but the screen was still unresponsive. Agent reviewed the replacement controller would not resolve the settings not available issue and redirected the pt to their managing healthcare provider (hcp). A replacement controller was sent out. Additional information was received from the patient. It was reported that one of the leads, was red on the ipad. As a step to resolve the issue of getting the "settings not available" message, the lead was connected to another one and the settings reset. They also reported that their legs feel pretty good but their back still feels bad. 2025-feb-26 patltr (con) : additional information was received from the patient. It was reported that one of the leads, was red on the ipad. As a step to resolve the issue of getting the "settings not available" message, the lead was connected to another one and the settings reset. They also reported that their legs feel pretty good but their back still feels bad.

Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) product type lead. Product ID 97745nt serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 29-oct-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.